Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 34 mg/dl. The customer stated that he hadn't changed the infusion set for seven days. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The customer was advised to change the infusion sets every two to three days. Nothing further was reported.